Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer (cse) assisted the customer and cleaned the aliquot probe tip, bracket and drains. The customer also cleaned and aligned the server 3 probes and the reagent arm 5. Quick check was run and passed. Quality controls were run by the customer. There were no additional co2 outliers after the probes were cleaned and aligned. The cause of the discordant co2 results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.